Manufacturer narrative:
Results: based upon evaluation of the user facility information and the return sample; based upon the retain samples from the reported lot as well as the surrounding lots conclusions: based upon evaluation of the user facility information and the return sample; based upon the retain samples from the reported lot as well as the surrounding lots the involved device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the tip of the wire was noted to have been sheared and the over-coil unraveled from the core wire. A visual inspection of the retain samples from the reported lot as well as the surrounding lots revealed no visual defects. In addition, functional and dimensional testing confirmed the products met manufacturing specifications. A review of the device history record indicated that there were no production related problems from this part/lot number combination. A review of the complaint files confirmed that there have been no previous reports for this part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the wire having been withdrawn back through a metal entry needle. The potential for such an event is addressed in the instructions-for-use with statements such as the following: "when using metal needle cannula, do not withdraw the guidewire back into the cannula, as shearing of the guidewire may result." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that during a cardiac cath with right femoral access the wire tip of the pinnacle precision introducer sheared off. Follow-up communications with the user facility confirmed the following information: the doctor made a right femoral puncture with the precision access kit needle; then advanced the wire without incident; at that time this rather large patient took in a deep breath and the needle backed out of the vessel; the doctor then attempted to withdraw the wire and the distal 1/3 of the wire sheared off; there was enough wire left that the doctor was able to gain control of the residual wire and pulled it out; the doctor was able to complete the case without incident; and there was no harm to the patient.